Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported to baxter's technical service center that a home patient (hp) had received a system error (se) 2240 alarm (air in line) on the homechoice (hc) machine during dwell 3 of 4. The patient was connected. The technical service representative (tsr) instructed to cycle the power and the alarm cleared. The tsr explained the alarm and the hp finished therapy with manual supplies. There was no report of injury or medical intervention.